Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Reportedly, the customer sometimes experiences elevated bg levels. As the supplies were being changed during the time of the call, the contact and customer declined to troubleshoot with tandem's technical support, and indicated a correction bolus was administered to address bg levels. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's bg level due to the reported event. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
High bg issue- no failure identified.